Event description:
A customer reported a malfunction on their pump, indicated by a malfunction code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer reverted to an alternate method of insulin therapy.